Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the customer?s reported condition of a colleague infusion pump with error 810:11 was confirmed via the event history log. This condition was caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail sensor was recalibrated and verified to correct this condition. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump that experienced failure code 810:11. This condition had the potential to interrupt delivery. This condition occurred prior to patient use. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.